Event description:
The customer contacted beckman coulter (bec) and stated that the probe was leaking on the coulter ac t diff 2 analyzer. The leak volume was described as multiple drops. The leak was not contained within the instrument. The operator was wearing gloves and a laboratory coat at the time of the event. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection to the reported event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and observed minor dripping from the probe wash. Minor drops were causing a dilution issues and small drops of diluent leaking from the probe. The fse resolved the issue by replacing several hardware components: (probe wash and waste tubing, vacuum pump ). Following the repair, multiple runs were performed without any leaks. Failure mode was attributed to the probe wash and vacuum pump. Beckman coulter internal number for this report is (B)(4).